Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level reached 20 mmol/l (360 mg/dl), while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (arm) while the patient was at school, causing the cannula to dislodge. As treatment, 6 units of insulin were administered via an insulin pen, and a new pod was successfully applied. The pod was discarded.